Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. On (B)(6) 2014, the patient underwent an ablation of metallique consultation and the suture broke flush with the anchor and could not be extracted. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.